Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 32mg/dl which was treated with drinking gatorade and eating snacks. Customer also states that they had alert for sensor alert and low battery. Customer declined troubleshoot for low blood glucose and sensor issue. Products will not be return for analysis.